Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a field observation, a staff member performed several steps of the reprocessing wrong according to the instructions for use manual, such as using a low water volume, not depressing the air water channel cleaning adapter as the endoscope was being coiled for transport, not angulating the endoscope's up down and right left angulation control knobs for 30 seconds or more, along with not moving the endoscope's elevator control lever for 30 seconds or more, and not cleaning the duodenovideoscope with the brush in the correct order and not wiping the endoscope and the accessories at the end. There were no reports of patient involvement.